Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a111104224m1 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer associated with a "false positive" failure mode, prior to the reported receipt date of june 24, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. DHR review kit lot# k08a111104224m1: sample vial lot DHR review: 2203438, 2202318, 2203506, 2203231, 2203332 (associated internal lot # 220305-1j, 220124-1n, 220305-4d, 220124-7l, 220124-7r) test lot dhrs review: 2203141, 2203143, 2203141, 2203269, 2203280, 2203282, 2203282, 2203381, 2203448, 2203478, 2203503, 2203503, 2203478, 2203502, 2203502, 2203502, 2203526, 2203577, 2203527, 2203527 (associated internal lot # 220305-6n, 220305-6s, 220305-6m, 220305-12n, 220305-12u, 220305-12y, 220305-12z, 220305-18f, 220305-21j, 220305-24e, 220305-24l, 220305-24n, 220305-24g, 220305-24i, 220305-24k, 220305-24j, 220305-24x, 220305-27p, 220305-3h, 220305-3i) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua: (B)(4) check-it.

Event description:
One device reported as having an alleged false positive result. The complainant took an additional lucira test and accula (rt-pcr) test with negative results within 30 minutes for confirmation.